Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for impaired wound healing at the evoke cap12 percutaneous lead implant site. The evoke scs system was explanted to resolve the reported issue.